Event description:
The account alleged the bed exit would not set. No pt impact.

Manufacturer narrative:
The technician found the bed exit was not zeroed prior to placing the pt in bed. The technician zeroed out the scale and reset the bed exit system to resolve the issue.